Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.

Event description:
In 2008, the sales representative reported that the universal driver was just worn. About two months later, upon visualization of the part, the prongs were bent, at the tip which has caused an adverse event in the past.